Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 559mg/dl, with symptoms of dehydration, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery compartment threads were stripped, with stripped battery cap threads. The pump experienced intermittent power, the battery cap was unable to tighten, and the yellow o-ring was visible on the battery cap. The patient¿s blood glucose excursion occurred while on an alternate form of insulin delivery. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 19-mar-2019 device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2019 with the following findings: during investigation, there were reboots observed in black box. Final basal delivery occurs at 8:19pm on 25-jan-2019. The daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no damage to battery compartment. The battery cap was stripped and unable to maintain an electrical connection, power loss and reboots duplicated. The battery cap contact height found within specification. A test cap used for testing purposes. Pump powers on normal with no alarms. Pump exercised with test cap with no further power issues occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.